Event description:
It was reported that the pace/sense portion of this right ventricular (rv) defibrillation lead was surgically abandoned and replaced with a brady lead due loss of capture (loc). Pacing system analyzer (psa) testing revealed non-capture at 7.5v @ 0.5 mv and low amplitude r-waves. The shock portion of this rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.